Manufacturer narrative:
This product remains in service. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker exhibited a loss of capture on the right ventricular (rv) lead. The health care professional (hcp) requested if the device could be run in magnetic resonance imaging (MRI) without capture on the rv lead. Technical services (ts) confirmed an MRI could be performed after reprogramming the device. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited a loss of capture on the right ventricular (rv) lead. The health care professional (hcp) requested if the device could be run in magnetic resonance imaging (MRI) without capture on the rv lead. Technical services (ts) confirmed an MRI could be performed after reprogramming the device. This pacemaker remains in service. No adverse patient effects were reported.